Event description:
Healthcare professional reported "device migration/implant malposition, correction of asymmetry, and change shape/size/style. This record is for the "left" side. The device has been explanted and replaced.

Manufacturer narrative:
The event of deformity/disfigurement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration/implant malposition, correction of asymmetry, change shape/size/style.